Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log revealed there were no keystrokes, programming, use related or increased intraperitoneal volume (iipv) events that would indicate and/or contribute to the reported event. The device passed electrical and functional testing. An external/internal inspection was performed and the device passed. Analysis of the device pneumatic system revealed no leaks and all pressures were correct and stable. A short simulated therapy was performed and completed successfully. The device passed seal, purge and wet disposable integrity testing. A review of the service history revealed no previous service events that would cause or contribute to the reported event. Upon conclusion of the evaluation, the direct cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of the patient¿s death was unknown. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.